Event description:
It was reported the customer experienced an elevated blood glucose (bg) level (540 mg/dl). The customer performed a supply change to treat the bg. The cause for the reported issue is unknown.